Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens. The lens optic was marred, and the lens haptic was torn upon insertion into the eye. The incision was enlarged to remove the lens from the eye. Another lens was inserted. No sutures were required to close the wound.

Manufacturer narrative:
Visual inspection of the returned product showed that one lens haptic has a small piece missing, and the lens haptic is torn in two pieces. Clear surgical residue/debris on the product. Conclusion: based on the complaint history, and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger, and cartridge were not returned for evaluation.